Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not receive appropriate therapy from the implantable cardioverter defibrillator (ICD) for a ventricular tachycardia (vt) episode. The ICD inappropriately withheld therapy for a vt episode detected as a supra ventricular tachycardia (svt) episode. The physician elected not to perform any intervention. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.